Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. Additionally, the lead had high impedance and a possible fracture. The lead remains in use and a replacement is being planned. No further patient complications have been reported as a result of this event.